Manufacturer narrative:
The device returned for analysis. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The device is included in the correction notice issued by abbott on 06sep2022 for clips not being able to establish final arm angle(efaa) and/or clip opening while locked (cowl) with the mitraclip and triclip delivery system(s).

Event description:
This report is being filed as the clip opened while locked. It was reported that on (B)(6) 2022, a mitraclip procedure was performed for a functional mitral regurgitation (mr), grade 4. During mitraclip preparation, the clip opened while establishing final arm angle (efaa) . After going through all the possible errors, it was found that the clip was defected. Efaa was attempted three times, however, the clip kept opening. The device was set aside and not used. There was no patient involvement. Another device was used in replacement without further issues reported. No additional information was provided regarding this issue.

Manufacturer narrative:
All available information was investigated and the reported unintended movement of clip open while establishing final arm angle (efaa) was not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported unintended movement of clip open during efaa. There is no indication of a product issue with respect to manufacture, design, or labeling. The device is included in the correction notice issued by abbott on 06 sep 2022 for clips not being able to establish final arm angle (efaa) and/or clip opening while locked (cowl) with the mitraclip and triclip delivery system(s).